Event description:
On 7/18/24 an ilet user's diabetes educator reported the user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The diabetes educator reported the user had multiple bent infusion set cannulas which led to a blood glucose level of 729 mg/dl on the morning of (B)(6) 2024. The user had changed their supplies the night before but still experienced the issue. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user was admitted to the hospital and treated with IV fluids and an insulin drip. The agent noted that the user planned to resume using the ilet pump after discharge from the hospital, which was anticipated for the morning of (B)(6) 2024.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The device report from the clinical portal confirms a persistent period of hyperglycemia > 400 mg/dl on the evening of (B)(6) 2024 and through the date of the reported event ((B)(6) 2024) despite appropriate insulin dosing from the ilet, the cgm glucose levels remain elevated above 400 mg/dl throughout the event. The high glucose alert was turned "off" on (B)(6) 2024. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes and device data, the ilet operated as intended. The hyperglycemic event was caused by a failed infusion set as evidence by the report of multiple bent infusion site cannulas and the glucose trend. The high glucose alert being turned "off" likely contributed to the severity of the event.